Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens hd lens. Three months postoperatively, the lens vaulted in a z configuration with increased myopia and cylinder. Intervention will be performed to reposition the lens. Additional information has been requested from the physician.